Event description:
Customer states that a headtube bolt broke. Bolt replaced with replacement bolts sent on order (B)(4). Customer does not recall at this time which side of the head tube broke. Normal terrain, some outside usage and van transportation including some public transportation. Previous complaints were: prid (B)(6) dated (B)(6) 2013 replacement chair order (B)(4) shipped 1/18/2014. Prid (B)(6) dated (B)(6) 2014 replacement headtube hardware shipped 9/4/2014 - incident dated (B)(6) 2014. Prid (B)(4) dated (B)(6) 14 -incident dated 8/9/2014 . Prid (B)(6) dated (B)(6) 2014 -incident dated 9/7/2014.